Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a renal vessel. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon would not inflate, and leaking was noticed due to a pinhole on the balloon. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.